Event description:
Device 1 of 2: reference mr. Report#: 1627487-2017-00789. Follow-up information revealed prior to the revision; the patient began to experience ineffective therapy and later lost stimulation coverage. X-rays were taken and confirmed lead migration. A revision procedure took place on (B)(6) 2017 during which the leads were explanted.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference mr. Report#: 1627487-2017-00789. It was reported the patient's lead had migrated. In turn, the patient underwent surgical intervention on (B)(6) 2017 at which the lead was revised. Please note: it is unknown which lead migrated, therefore, all suspected devices are being reported.